Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The complaint was misreported, the pack involved in the event reported was a 3-way stopcock. No failures were observed through pressure testing. The sample only failed when the handle was rotated to the fourth position, past the housing stop. The root cause of this event is customer technique damaging the part resulting in leakage. The pack has been revised to include 4-way rotatable stopcocks. The complaint will be included in associate awareness training. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the customer experienced a leaky 4-way stopcock. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.